Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range pace impedance measurements greater than 2,000 ohms and noise with oversensing and loss of capture. This rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.